Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc vivo device at level c5-6 on (B)(6) 2025. It was found that the implant had migrated anteriorly. It is unknown if the patient was symptomatic. The vivo was removed on (B)(6) 2026 and was replaced with a pdc sk device. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The pdc vivo device was not returned following the removal surgery, therefore no device evaluation could be completed at this time. Imaging was received that showed the migrated implant. There were no anomalies identified during the complaint investigation. The removal was completed due to implant migration. The submission is 1 of 1 devices involved in this event.

Event description:
A patient (40-year-old male) was implanted with a pdc vivo device at level c5-6 on (B)(6) 2025. It was found that the implant had migrated anteriorly. It is unknown if the patient was symptomatic. The vivo was removed on (B)(6) 2026 and was replaced with a pdc sk device.